Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K990090. Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 12,744 units of this code-batch. There are no units in our stock. We have received one open and unused sample with the needle detached from the thread, and the thread is still wound on the pack. However, without any closed sample we cannot carry out an analysis in order to take a decision. A review of the batch manufacturing record shows this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product as a quality courtesy. No corrective/preventive actions are needed.

Event description:
It was reported the needle detached. The reporter indicated that the needle was detached from the thread in the original packet. There was no reported patient harm and no other information was provided.